Event description:
It was reported that the colono videoscope may have been exposed to harmful matter (chloroethylene) which had been detected in the neighborhood water quality test. Since the facility used the same water source, there was a possibility that the scope was reprocessed with water containing harmful matter and had been used for patient procedures. The issue was found during reprocessing. There were no reports of patient involvement. Report 9 of 10.

Manufacturer narrative:
E1: establishment name: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields- g1 - contact office email, h2, h6, h11. Corrected fields- h6- b11 historical data analysis removed. This supplemental report is being submitted to provide the correction and results of the final investigation. The device was not returned to olympus for inspection. However, harmful substances chloroethylene were detected in a water quality test conducted in the vicinity. The investigation of nearby wells found no contamination and that it is safe to use well water; consequently, it was determined that there is no impact on the device and no contamination of the water had actually occurred. Therefore, it is determined that the event reported by the customer did not occur. ¿a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, and update to fields d4, and d8. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.